Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, had no vibrator alert due to broken black wire on the vibrator motor. However, the operating currents within specifications and passed a21 error test, rewind and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.